Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented at the clinic for a routine follow-up. The patient received inappropriate therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made and the patient will continue to be monitored.